Event description:
It was reported that the doctor tested the device connection had leak and nail is incomplete.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The only anvil half washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? Was the cut line fully circumferential around the target tissue? Was there staples missing from the staple line? How was the leak resolved? What was the appearance of the deployed staples? What confirmation was received that the device fully fired? How was the case completed? What is the current status of the patient?